Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 47 mg/dl. The customer was treated with food. Customer stated that they were able to link the meter to the insulin pump but the new insulin pump had no battery cap. The device will not be returned for analysis.